Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of 59mm abdominal aortic aneurysm. It was reported 5 days later, the patient complained of a painful left leg which was cold to touch. A cta performed identified a left limb occlusion. Intervention was performed, firstly the physician did a thrombectomy of the left limb and relined it with another endurant limb. Bilateral non mdt balloon expandable stents were also implanted. As per the physician the cause of the event was a narrow distal aorta. No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusion; the reported occlusion could not be assessed on the pre-implant CT report provided; however, anatomical consideration that were likely to have contributed to the event could be appreciated on the 3d mensio report received. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. It is most likely that the narrowed and calcified distal aorta was a factor in the occlusion of the stent graft in the patient. Other possible contributors to vessel occlusion include an unknown coagulopathy that is now presenting or a previous history of pad leading to poor distal run-off. B:5 additional information received; it was confirmed the occlusion extended to the main body bifurcation. Section d information references the main component of the system. Other relevant devices are: esbf2814c103e, s/n: (B)(6); use by date: 2022-11-04; upn #00643169439979 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.